Event description:
On (B)(6) 2020, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis featuring® deployment system for abdominal aortic aneurysm. While deploying the ipsilateral leg of the trunk-ipsilateral leg endoprosthesis, the deployment line broke, and approximately 3 cm of the distal ipsilateral leg was still constrained. The access hatch was opened, but no remaining deployment line was observed. The physician then moved the delivery catheter back and forth, and it was thought that the stent graft fully released. Therefore, the physician started to remove the delivery catheter. However, resistance was felt in the stent graft constrained section, but the constrained section deployed by slowly pulling out the catheter. The delivery catheter was removed successfully. Touch-up ballooning was performed, and the constrained part fully opened without issues. The patient tolerated the procedure. The physician stated the following: at first, there was no resistance on the deployment line. However, at the end, the resistance became stronger and the line broke.

Manufacturer narrative:
H3: evaluation summary: the device evaluation was performed based on what was reported to gore and the returned device: it was confirmed that the backup deployment hatch was removed from the handle. There was no catheter damage or kink observed. The second deployment line is still attached approximately 96.5 cm from edge of second deployment knob. End of fiber appears to have characteristics similar to a tensile break. No manufacturing or component deficiencies were identified for the deployment line. The physician¿s observation that the second deployment line broke was confirmed. While engineering is unable to confirm that 3cm of the ipsilateral leg was still constrained, the length of the returned deployment line is consistent with a deployment line break 3-4cm from the distal end of the ipsilateral leg. The physician¿s observation that resistance was felt while removing the delivery catheter cannot be confirmed. The likely cause for the reported observation that the deployment line broke resulted in the distal 3 cm of the ipsilateral leg still being constrained on the delivery catheter could not be determined with the available information.